Event description:
It was reported that the lead exhibited capture anomalies, causing bradycardia. The patient complained of intermittent hiccoughs and dyspnea upon exertion.

Manufacturer narrative:
The final results of any failure analysis or laboratory testing of the device listed in the report(s) including: a complete descrip- tion of methodology(ies) used, an identification of the failure mode(s), and/or mechanism(s), and the associated com- ponent(s) involved, any conclusions based on the final failure anaalysis or laboratory test results. The lead has not been returned so analysis cannot be completed.